Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the taps of the manifold are leaking. Please note this is not a single event. It happened several times now.." (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary gmbh requested the product for investigation but the product was discarded by the hospital. Therefore the investigation was done based on received complaint photo. Based on the received complaint photo, the failure could be confirmed. A sap trend search was done for material 70106.9147, failure code 0114 leakage on other tube set components and no additional complaint was found. Also trend search was done based on only the failure code and three additional complaints were found since 2015. Due to this information no systemic issue could be determined. The most probable cause of the failure is found as material failure. The DHR was reviewed. There were no references found which are indicating a non-conformance of the product in question. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).